Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the third of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2017-02298 and 3005099803-2017-02299 for the other associated device information. It was reported to boston scientific corporation that three captivator ii snares were used in the sigmoid colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2017. According to the complainant, during the procedure and inside the patient, the snare loop broke on three devices used consecutively. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no injury¿ at the conclusion of the procedure.